Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. Multiple components on the computer/analog pca and defibrillator computer/analog board were damaged. The cause for the damage was isolated to a shorted +1.8v power supply resulting in high-voltage damaging low-voltage circuitry. The root cause for the shorted power supply could not be positively identified. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.